Event description:
It was reported that the user experienced a low blood glucose event to 40 mg/dl while using the ilet bionic pancreas, with no meal announcements, medication use, or report evidence explaining the drop; the agent assessed that the system may have anticipated a rise in glucose around the usual mealtime. Symptoms included hypoglycemia. Outcomes included the use of oral glucose for treatment and no further medical intervention.

Manufacturer narrative:
Investigation included review of available pump and glucose reports and user troubleshooting. Investigation of this case revealed no definitive device malfunction and suggested user-pattern factors around expected meal timing as a potential contributor. It was concluded that the event was consistent with hypoglycemia with cause unclear, and device function was not confirmed to be compromised. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.